Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 420 mg/dl and it was addressed with a manual injection. Reportedly, an occlusion alarm occurred. The customer changed the cartridge/tubing/site and continued to experience elevated bg levels. During troubleshooting, no drips of insulin were seen from the tubing. It was confirmed that the customer had manual injections available.